Event description:
It was reported that the right ventricular lead had high pacing thresholds. An attempt was made to place a new rv lead but access was blocked. The parameters on the existing lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.